Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. The motor passed motor test. No motor error alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner.

Event description:
It was reported that the customer's insulin pump experienced a motor error alarm as he was checking his blood glucose level. The motor error alarm occured during bolus. The customer reported his blood glucose level to be 50 mg/dl at the time of the event and drank orange juice to correct his low blood glucose levels. He did not use the sensor feature on the pump. Troubleshooting was performed and customer was able to clear the alarm himself. He was also advised to disconnect from his insulin pump and revert to a back up plan. The pump was not exposed to any magnetic field and the product was returned. Nothing further to report.